Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that quality controls (qcs) were out of range on the day of the event. The customer performed the following: replaced the integrated multisensor technology (imt) sensor and tubing; performed routine clean; checked electrolytes; ran quality controls, resulting acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: aligned imt and probe; checked and performed advance clean; ran quick check, dil check, precision tests, quality controls and imt mix test, resulting acceptably. Siemens further investigated the issue and determined that poor quality sample that impacted the proper fluid flow and positioning of the sample across the sensor for multiple samples through the imt system potentially contributed to the discordant na and k results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample (sample ID (B)(4)) and a discordant, falsely elevated potassium (k) result was obtained on another patient sample (sample ID (B)(4)) on a dimension vista 1500 instrument. Additionally, a discordant, falsely low k result was obtained on sample ID (B)(4). The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument, resulting lower for na (sid (B)(4)) and k (sid (B)(4)) and higher for k (sid (B)(4)). The repeat results obtained on the alternate instrument were reported, as the correct results, to the physician(s). The customer reported that 197 results were impacted by this issue; however, they did not provide all the results impacted by this event. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium (na) and potassium (k) results.